Manufacturer narrative:
The device had compromised force sensor system alarm during the basic occlusion test due to loose and or protruded drive support disk. The occlusions, prime and excessive no delivery test due were unable to be conducted due to compromised force sensor system alarm. The device was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that insulin comes out of the tubing during manual prime, and it does not alarm. The customer's blood glucose level at the time of incident was 101mg/dl. Troubleshoot was conducted. The drive support cap was found to be protruded. The customer was advised that he device would have to be replaced and returned for analysis.